Manufacturer narrative:
The device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue.

Manufacturer narrative:
The reported observation of an inability to communicate with the device was not confirmed. Ppe found the frequency measurements of the three ble advertising channels to be inconsistent when compared between the raw measurement of each signal and when using the programmed templates. Further testing by r&d engineering found the ble channel frequencies to be within the expected values. Corrected data: based on this information, the report is no longer connected to the previously reported fsca.

Event description:
It was reported that during an ipg replacement on (B)(6) 2025, the device failed to establish communication with external devices both during procedure and post operatively. As a result, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of an inability to communicate with the device was confirmed. The root cause of the inability to establish communication between the device and a programmer or patient controller was the result of a degradation in the bluetooth circuitry.